Event description:
It was reported that the patient had not gotten good therapy since the time of implant, and reprogramming had not been helpful. It was noted that the patient had sciatic pain which the stimulator did not relieve. It was also reported that the ins "jutted" out of her back and when she rolled over in the night she woke up in pain. The patient stated that she would be having the device taken out. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model unknown, lot# unknown, implanted: (B)(6) 2008, explanted: na; lead: model 39565-30, serial# (B)(4), impl anted: (B)(6) 2008, explanted: na; extension: model 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; extension: model 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; programmer: model 37742, serial# (B)(4); programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).